Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 513 mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting could not be performed as the customer was not connected to the insulin pump. Reviewed the programming on the insulin pump and it was correct. Instructed the customer to change the reservoir to perform a high pressure test and the test passed. The customer's most recent glucose reading was 142 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.